Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer was reporting issues related to the buttons they are hard to mash. The customer blood glucose level was 600 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.